Event description:
A hospital in (B)(6) reported that the casing of an iw990 manual controlled infant warmer was damaged and requested a service. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint iw990 infant warmer was returned to fisher & paykel healthcare service centre in (B)(4) for service. The complaint device was visually inspected by a trained fph technician and photographs were provided to us for our investigation. The infant warmer will not be returning for investigation as the customer bought a warmer and the complaint device was destroyed. Therefore, our investigation is based on the photographs and information provided by our service centre in (B)(4). Results: visual inspection of the photographs revealed that the infant warmer upper head case showed delamination, plastic chipping and a crack on the lower centre portion. During inspection it was also found that the heating element was defective. Conclusion: degradation of the heating element, which can lead to open circuit, can be caused by normal aging failure of the heating element parts. An open circuit heating element and the possible loss of electrical continuity can result in a "fail safe" condition and render the unit inoperable. The infant warmer controller continuously monitors the electrical power delivered to the heating element. If the electrical power delivered to the heating element is detected as insufficient due to open circuit, the infant warmer enters a "fail safe" state, cuts power to the heater element and then emits an audible and visual alarm. It is likely that the cracking of the complaint warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the heater head. Based on our production record for this product it was released for distribution on 27 november 2002, and is thus more than 12 years old. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: the plastic surfaces highlighted in black contain plastic components made from polycarbonate or acrylic, and include the entire heater assembly, bassinet side panels, column cap and front panel fascias; caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base; caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. As part of our continuous improvement initiatives on 2 june 2010 we changed the material used in the manufacture of the head housing to one that offers greater resistance to environmental stress cracking. We also revised our cleaning instructions to recommend specific proprietary cleaning wipes.